Event description:
There was a longitudinal balloon ruptured during a percutaneous transluminal angioplasty of a calcified superficial femoral artery. Another balloon was use to end procedure. There was no pt injury reported. This product has been returned for evaluation and testing, however the engineer's report is not yet complete.